Event description:
Revision surgery - due to patient fell leading to open joint capsule.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-00648; 342-12-706, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.